Event description:
It was reported that during the procedure involving the transcatheter aortic valve into a patient with a bicuspid valve, the surgery was performed as usual, with the valve loaded normally and access obtained via the right femoral vessel. Predilation was performed with a 25 mm semi-compliant balloon, followed by post-dilation with a 28 mm semi-compliant balloon, which required two post-dilations due to recoil. During a subsequent regular check-up approximately six years later, an ultrasound revealed a tear in the valve leaflet. The patient developed aortic valve insufficiency. Anticoagulants were administered, and an intervention was scheduled to place a non-medtronic device valve-in-valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl prior to post-implant dilation was moderate-severe.

Manufacturer narrative:
Updated: b3, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the transcatheter aortic valve into a patient with a bicuspid valve, the surgery was performed as usual, with the valve loaded normally and access obtained via the right femoral vessel. Predilation was performed with a 25 mm semi-compliant balloon, followed by post-dilation with a 28 mm semi-compliant balloon, which required two post-dilations due to recoil. During a subsequent regular check-up approximately six years later, an ultrasound revealed a tear in the valve leaflet. The patient developed aortic valve insufficiency. Anticoagulants were administered, and an intervention was scheduled to place a non-medtronic device valve-in-valve. Additional information was received that a post-implant balloon dilation was performed twice during the initial implant procedure due to paravalvular leak (pvl). The aortic insufficiency that developed was severe central aortic regurgitation. A non-medtronic (edwards) valve was implanted and the patient was reported to be doing well.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the transcatheter aortic valve into a patient with a bicuspid valve, the surgery was performed as usual, with the valve loaded normally and access obtained via the right femoral vessel. Predilation was performed with a 25 mm semi-compliant balloon, followed by post-dilation with a 28 mm semi-compliant balloon, which required two post-dilations due to recoil. During a subsequent regular check-up approximately six years later, an ultrasound revealed a tear in the valve leaflet. The patient developed aortic valve insufficiency. Anticoagulants were administered, and an intervention was scheduled to place a non-medtronic device valve-in-valve. Additional information was received that a post-implant balloon dilation was performed twice during the initial implant procedure due to paravalvular leak (pvl). The aortic insufficiency that developed was severe central aortic regurgitation. A non-medtronic (edwards) valve was implanted and the patient was reported to be doing well. Additional information was received that following post-implant balloon dilation, the severity of pvl appeared mild.